Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification in relation to the reported system error 322 which was not reproduced but confirmed through a review of the device event history log. The link was found to stick delaying actuation of the link switches due to lower link screws that were too tight (out of specification). Evaluation also found excess fluid residue inside the keyhole cup adding to the sticking of the link. The link was adjusted to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. Additional information: (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.